Event description:
On may 22, 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008, pp 478-488 (see attached). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following information was derived from this article: a review of the event by safety surveillance indicated that based on the limited information, it is unknown if the event is related to the device. Patient experienced tenesmus or severe pain <7 days post procedure.

Manufacturer narrative:
The device manufacture date is unknown since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (See scanned pages).